Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was on disconnected mode and critical override. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been in critical override mode. A technical support specialist confirmed that the user verified the issue was resolved by replacing the network cable. The system functioned as intended after the customer repaired the device.